Event description:
It was reported that an ilet pump was dropped from the user¿s pocket in a bathroom, resulting in a cracked screen and the need for replacement; the device remained functional enough that the user intended to continue use unless further issues arose. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no emergency treatment, and no hospitalization. Investigation included review of the circumstances of use and handling as reported by the user. Investigation of this device revealed physical damage to the display consistent with accidental drop and user handling, with no allegation of device malfunction prior to the impact. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in accidental damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.